Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained about questionable results for multiple tests run on 5 patient samples. Of the data provided, 1 patient had a reportable malfunction for elecsys prolactin assay (prolactin), 1 patient had a reportable malfunction for elecsys insulin (insulin), and 2 patients had a reportable malfunction for both elecsys free psa immunoassay (f-psa) and elecsys total psa immunoassay (t-psa). Patient ID (B)(6) initial insulin result was 0.732 u/ml with a data flag. The repeat result was 8.52 u/ml. Patient ID (B)(6) on (B)(6) 2018 initial prolactin result was 298.8 iu/ml with a repeat result of 6361 iu/ml. Patient ID (B)(6) initial f-psa was 0.321 ng/ml with a repeat result of 0.338 ng/ml. Patient ID (B)(6) initial t-psa was 0.128 ng/ml with a repeat result of 1.54 ng/ml. For patient ID (B)(6) both the initial and repeat results were from a standard hitachi cup. Patient ID (B)(6) is an (B)(6) male. Patient ID (B)(6) initial f-psa was 0.455 ng/ml with no repeat result provided patient ID (B)(6) initial t-psa was 0.002 ng/ml with a data flag. The repeat result was 5.40 ng/ml with a data flag. For patient ID (B)(6) both the initial and repeat results were from the primary tube. Patient ID (B)(6) is an (B)(6) male. It was unknown for patient ID's (B)(6) if the erroneous results were released outside of the laboratory or if there was any allegation of an adverse event. Clarification has been requested. For patient ID's (B)(6) the erroneous data was not released outside of the laboratory and there was no allegation of an adverse event. The insulin reagent lot was 269702 with an expiration date that was not provided. The prolactin reagent lot was 293130 with an expiration date that was not provided. The f-psa reagent lot was 293436 with an expiration date that was not provided. The t-psa reagent lot was 291528 with an expiration date of 31-mar-2019. The customer was not using rack adapters. Analysis of the analyzer alarm history showed multiple occurrences of alarms that could be related to the improper handling of reagents and/or samples. The field engineering specialist performed performance testing. The investigation is currently ongoing.

Manufacturer narrative:
The field engineering specialist exchanged the measuring cell, decontaminated the analyzer and ran performance and precision testing. The field engineering specialist found no root cause. Based on the information provided a general reagent issue can be excluded. The customer had changed the date on the analyzer in order to use an expired lot of calibrator. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
For patient ID (B)(6) the date of event for the discrepant prolactin data is (B)(6) 2018. For patient ID's (B)(6) and (B)(6) the erroneous data was not released outside of the laboratory and there was no allegation of an adverse event.